Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the shorter exhaust tube of the pump. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 1. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted on the strain relief of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed needle instrument separations in the shorter exhaust tube of the pump and bladder of cylinder 2 occurred after the device packaging was opened. The information received indicated that there was a malfunction / damage noted on the tubing of the device. Based on the evaluation, information received, and brief period in-vivo, the separations most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was explanted and replaced due to the implant failing to achieve inflation due to a malfunction or damage in the tubing connectors.

Event description:
According to the available information the device was explanted and replaced due to the implant failing to achieve inflation due to a malfunction or damage in the tubing connectors.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.